Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The us complainant had a 5.5 pump support ongoing for a st elevated myocardial infarction patient admitted in with extensive cardiac history and care escalation from an intra-aortic balloon pump. The patient was sent for coronary artery bypass graft. Postoperatively there was a purge filter leak that did not prompt pump replacement. Also there was limb swelling and ventricular tachycardia (vt). The vt was treated by multiple shocks. The pump remained on for support until wean and explant. The patient survived the event.

Manufacturer narrative:
The investigation of vf/vt/af/at and purge leak - pump has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24215.